Event description:
Customer stated, "usually lays the pad on her knees, then she feel asleep and woke up and saw sparks from the corner of the pad. The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The lead inside the pad rubbed the insulation off the wire and caused a break at the wire harness. This break caused the pad to spark and caused the burn. The pad shows signs that the customer was misusing the pad. The pad was bunched from the customer laying on the pad. The IFU states, "do not sit on, lie on, or crush pad. Also the customer stated that she fell asleep. IFU states "do not use while sleeping."